Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical nephrectomy procedure, while on ligation of vessel, the device was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. The device was changed to resolve the issue in order to complete the case. There was no patient injury.